Event description:
The customer indicated that charring was detected around the incision site during a cervical laminectomy. The charring was part of the incision site; therefore, no treatment to the pt was required.